Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.the bubbles in the procell and clean cell cups that the customer mentioned would be a likely root cause for the incident described.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 3 patient samples tested for free thyroxine (ft4). No erroneous results were reported outside of the laboratory. The data for ft4 is a reportable malfunction. Patient 1 initial ft4 result was <0.3 pmol/l. The repeat result was 16 pmol/l. Patient 2 initial ft4 result was <0.3 pmol/l. The repeat result was 26 pmol/l. Patient 3 initial ft4 result was <0.3 pmol/l. The repeat result was 20 pmol/l. No adverse event occurred. The ft4 reagent lot number and expiration date was not provided. It was noted that the customer noticed bubbles in the procell and clean cell cups.